Event description:
After an implantation period of approx. 17 months, it was reported that during the last follow-up, noise artifacts in the rv channel were observed, showing a lead failure. The lead was explanted.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. During the analysis, fraying of the insulation could be seen about 7.5 cm and 17 cm distal of the is-1 connector pin. These damages can with high probability be regarded as the cause of the clinical complaint. The position and kind of the frayed spots are characteristic for massive mechanical stress of the lead due to friction against the generator housing. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The check of the conductor passages in the context of the electrical analysis showed no conductor fractures. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.